Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("chronic back pain") in an adult female patient who had essure inserted (lot no. B39076). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced back pain (seriousness criterion medically important), abdominal pain upper ("stomach aches"), migraine ("migraines"), fatigue ("general fatigue"), paraesthesia ("tingling sensation"), burning sensation ("burning sensation"), muscle tightness ("muscle tension"), muscle spasms ("cramps"), discomfort ("heaviness"), dizziness ("dizziness"), balance disorder ("sometimes I loose my balance"), myalgia ("muscular pain"), bone pain ("bone pain"), arthralgia ("joint pain, shoulders pain, elbow pain, wrists pain, hips pain, knees, ankles "), tendon pain ("tendon pain"), headache ("headache"), pain in jaw ("jawpain"), neck pain ("cervical pain"), musculoskeletal pain ("left shoulder blade pain"), pain in extremity ("pain in feet and fingers"), breast pain ("pain in breasts"), diplopia ("eyes double vision"), eye disorder ("eye disorders depending on movement") and fibromyalgia ("fibromyalgia"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to abdominal pain upper, migraine, fatigue, paraesthesia, burning sensation, muscle tightness, muscle spasms, discomfort, dizziness, balance disorder, myalgia, bone pain, arthralgia, tendon pain, headache, pain in jaw, neck pain, back pain, musculoskeletal pain, pain in extremity, breast pain, diplopia, eye disorder or fibromyalgia. The reporter commented: the pain has an intensity level depending on movement and rest, it is radiating, acute, stinging, tingling, burning sensation. It's been since the end of (B)(6) 2022 that I can no longer stand the pain, before that I was still managing it more or less for years. I saw several health professionals who diagnosed me with fibromyalgia and treated me for pain. But it is present at times and can be relieved, but it is of short duration. I live in pain and physical and moral fatigue. I report the facts in terms of results, I will make the requests to my doctor. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kg. Lot number: b39076 manufacture date:2013-05 expiration date: 2016-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-aug-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4). On 09-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("chronic back pain") in an adult female patient who had essure inserted (lot no. B39076). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced back pain (seriousness criterion medically important), abdominal pain upper ("stomach aches"), migraine ("migraines"), fatigue ("general fatigue"), paraesthesia ("tingling sensation"), burning sensation ("burning sensation"), muscle tightness ("muscle tension"), muscle spasms ("cramps"), discomfort ("heaviness"), dizziness ("dizziness"), balance disorder ("sometimes I loose my balance"), myalgia ("muscular pain"), bone pain ("bone pain"), arthralgia ("joint pain, shoulders pain, elbow pain, wrists pain, hips pain, knees, ankles "), tendon pain ("tendon pain"), headache ("headache"), pain in jaw ("jawpain"), neck pain ("cervical pain"), musculoskeletal pain ("left shoulder blade pain"), pain in extremity ("pain in feet and fingers"), breast pain ("pain in breasts"), diplopia ("eyes double vision"), eye disorder ("eye disorders depending on movement") and fibromyalgia ("fibromyalgia"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to abdominal pain upper, migraine, fatigue, paraesthesia, burning sensation, muscle tightness, muscle spasms, discomfort, dizziness, balance disorder, myalgia, bone pain, arthralgia, tendon pain, headache, pain in jaw, neck pain, back pain, musculoskeletal pain, pain in extremity, breast pain, diplopia, eye disorder or fibromyalgia. The reporter commented: the pain has an intensity level depending on movement and rest, it is radiating, acute, stinging, tingling, burning sensation. It's been since the end of (B)(6) 2022 that I can no longer stand the pain, before that I was still managing it more or less for years. I saw several health professionals who diagnosed me with fibromyalgia and treated me for pain. But it is present at times and can be relieved, but it is of short duration. I live in pain and physical and moral fatigue. I report the facts in terms of results, I will make the requests to my doctor. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.